Event description:
A pt reported experiencing inaccurate erratic results with a ft meter. The pt's blood glucose results were 36mg/dl, 195mg/dl. Tests were done within 5 mins with a difference of 122%. Pt did not experience any adverse events. No further info has been reported.